Event description:
It was reported that a person using the ilet experienced a low glucose due to a suspected pump overcorrection before dinner, treated with yogurt-covered blueberries, liquid glucose, and an energy drink, followed by dinner of sweet potato and chicken nuggets; subsequent blood glucose rose to the 300s to 400s mg/dl range and later trended down after a site change, with control-iq or ¿cd¿ use noted and a lot number provided for cartridges or infusion supplies. Symptoms included hypoglycemia followed by hyperglycemia. Outcomes included transient low and high glucose without hospitalization. Investigation included complaint intake, troubleshooting, and user education. Investigation of this case revealed no confirmed device malfunction, with hyperglycemia and hypoglycemia occurring in the setting of treatment for the initial low and a recent infusion site change, and device performance appeared to recover as glucose trended down. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.